Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. The patient reported that their ins still was not turning off and that they went to the hospital because they were vomiting for 14 hours. The ins was interrogated again and it was determined that the device was off. After the device was determined to be off, the patient reported that they still felt a tingling that became painful. The manufacturer representative was able to communicate with the ins and turn the stimulation on and off with ease. It was noted that communication was intermittent with the antenna. A replacement antenna was requested. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having a serious problem with their implantable neurostimulator (ins), it was not working and they were not able to get the device to turn off and this has happened two other times. The patient stated that this has happened before, but they were able to keep ¿messing with it¿ until the device turned off. The patient stated they needed to turn it off to get some relief from it, as their toes are starting to tingle. The patient was walked through interrogating the ins, which showed the ins was off, half charged, and on group b. The patient turned stimulation all the way down with group adjust. The patient decreased amplitude further, at which point they saw the lower limit screen. The patient again confirmed that the ins was off and turned all the way down. It was reviewed that the device was off and should not be delivering therapy. It was suggested that the patient go to the emergency room if necessary or call during normal business hours for further troubleshooting. The patient stated that this has happened twice before in the last couple months and that this time the device has been going since friday and they have not been able to get it to stop. No further complications were reported. The indication for implant was spinal pain.